Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe evaluation on 08/29/2014, a breach was found in the transformer. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.95 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.3 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that one of the prongs on the transformer to her pump in style breast pump had gone into the housing rendering it unusable. Upon receipt and qe evaluation on 08/29/2014, a breach in the transformer was found exposing the underlying electronics which is a safety risk.